Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient reported blood glucose levels between 98 mg/dl and 600 mg/dl in a 24-hour time period. Patient alleged that he programmed and delivered 4 boluses via the pump to cover carbohydrate intake and to correct elevated blood glucose. Per patient review, these boluses do not appear in the pump history. Patient states that twice he programmed blood glucose levels of 600 mg/dl into the pump for correction bolus calculation and the pump suggested 24 units one time and 28 units the other time. Per patient, correction for blood glucose of 600 mg/dl should have been 31.66 units. During complaint call, patient reported that he successfully delivered 5.5 unit air bolus that recorded accurately in the pump history. Twice during the call, he programmed 600 mg/dl into the pump for correction bolus calculation and both times he reported correct calculation of 31.66 units. Patient reported he did not seek medical intervention for elevated blood glucose; he treated with insulin injection via syringe per physician's recommendations.